Event description:
Reported due to cerebrovascular accident. In 2006, a patient had an exact stent placed into the left internal carotid artery, using a filter and balloon medical services devices for pre and post dilatation. The procedure was successful and the arteriotomy was closed with manual compression. 3 days later, the patient experienced left sided weakness and facial drooping. These symptoms were reported 2 days later to be continuing, although no treatment was given for the symptoms. Additionally, the patient had a coronary artery bypass grafting procedure 4 days ago to treat arteriosclerotic heart disease and myocardial ischemia. The surgery was uneventful and was unrelated to the xact device.

Manufacturer narrative:
The device was not returned and there was not lot information. We were not able to perform device inspection or device history record review in this case.